Event description:
The catheter has fissure in the lower look connection (white part) and it leak. See attached video and doctor report. Doctor have to change the catheter.

Manufacturer narrative:
A review of the DHR and inspection record was conducted, and no deviations or non-conformances were found. A review of video from the customer was performed and it was found hub of the drainage skater was cracked and leakage through the cracked hub and the complaint was confirmed. The most probable root cause could be during manufacture process, hub mold with the drainage tube was not fully filled according to the process or failure to detect the drainage hub under final inspection. The supervisor of the area has been notified of this issue and argon will continue to monitor and trend for instances of a similar nature in the future.

Event description:
The catheter has fissure in the lower look connection (white part) and it leak. See attached video and doctor report. Doctor have to change the catheter.

Manufacturer narrative:
Sample is not available for return. A video was provided for investigation. A follow-up report will be submitted once video gets reviewed.